Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The correct date for mfg report # 2242352-2017-00042 is 17-feb-2017.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire became loose and no longer cut or sealed the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue and char buildup was observed on the jaws. The heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. No other visual defects observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using max life test method . The device activated and transected tissue five (5) times with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure "failure to cut" but was confirmed for the reported failure "bent wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire became loose and no longer cut or sealed the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire became loose and no longer cut or sealed the vein. A replacement device was used to complete the procedure. The hospital did not report any patient effects.